Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.00x15mm and eccentric target lesion with significant lesion bend of <=45 degrees was located in the tortuous and calcified right coronary artery (rca). A 24 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion and was damaged. The device was removed and the procedure was completed with a 3x15mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 3.00x24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the inner and outer shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.00x15mm and eccentric target lesion with significant lesion bend of <=45 degrees was located in the tortuous and calcified right coronary artery (rca). A 24 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion and was damaged. The device was removed and the procedure was completed with a 3x15mm non-bsc stent. No patient complications were reported and the patient's status was stable.